Manufacturer narrative:
(B)(4). Batch # n53767. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. The analysis results showed that one ecr45b reload was received partially fired 1/10. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The returned reload was reset and loaded into a ple45a test device. The device was tested for functionality in the straight position and achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape.

Event description:
It was reported that during a video-assisted thoracoscopic surgery (vats) wedge resection procedure, a powered echelon, loaded with an ecr45b, stopped firing after the blade/orange marker travelled 5mm. The surgeon had to press the reverse button and release to open the jaw. Then the surgeon discarded the not-fully-deployed reload, and used another ecr45b. The firing completed, but some (5mm length) of the staples at the beginning of that staple line was not completely embedded, with one almost vertically protruding from the staple line. The surgeon had to remove it, for fear it may injure neighboring structures, and found that the other end was loosely embedded, while the other was protruding out. The air leak test was negative and no bleeding; otherwise it went smoothly. The problematic staple was the fourth reload fired from that stapler; first two in one staple line. Another three reloads were used for the second (separate) staple line. There were no adverse consequences for the patient reported.